Event description:
The customer reported the uninterrupted power supply was not working and the system would not boot up. No pt serious injury or death associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.